Event description:
The nurse reported that when the footswitch was depressed, the fluid was flowing even through the system indicated the tubing was occluded. The nurse stated she believes something may be wrong with the settings and only this surgeon is having issues. Additional information received from the nurse stated the occlusion bell was heard and the phaco handpiece burned some of the cornea. This was the fifth patient of the day. They changed to another phaco handpiece to complete the case. The nurse stated they use an automatic washer to clean the phaco handpiece between surgeries and at the end of the day. Additional information received from the surgeon stated the thermal injury occurred due to defective handpiece which was already occluded prior to the start of cataract surgery. The patient required additional surgery to close the wound in 2009. The patient is currently being followed closely.

Manufacturer narrative:
The company service representative examined the system and phaco handpieces and did not find any problems. The system was then tested and met all product specifications. The company sales representative observed cases with the surgeon and found the surgeon's settings were fine. The company sales representative did counsel the surgeon on the importance of ensuring a working space is created prior to phaco. The surgeon stated he does create a working space prior to phaco which is why thinks it was the system verses his technique was the issue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The report was mailed to FDA on: 06/17/2009.